Event description:
It was reported that the pulse generator could not be interrogated while still in the box. Using different programmers did not resolve the issue. The device was not used.

Manufacturer narrative:
(B)(4).